Event description:
The customer alleged that the 840 stopped cycling while in use on a patient. It was further reported that sparks and smoke were seen coming from the ventilator. The patient was not harmed or injured as a result of this event. The nellcor puritan bennett customer support engineer (cse) inspected the device and confirmed that the device was inoperative. The cse replaced the appropriate components and the unit passed extended self testing.